Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013, 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance values which resulted in a polarity switch. The lead exhibited high thresholds, a potential sensing issue and was suspected of clavicle crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.